Manufacturer narrative:
The insulin pump failed the displacement test with 147.1 units remaining on the status screen and constant motion sensor test failure alarm during rewind due to motor encoder out of phase. The insulin pump was received with a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that she had motor error problems on the insulin pump. Customer's blood glucose was 290 mg/dl at the time of the incident. Customer had a MRI and took the pump off. Customer has been having motor error issues ever since. Customer disconnected for 40 minutes when they went for a MRI. After the MRI was complete, the pump started acting up and giving a motion sensor test failure alarm and motor error alarms. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.